Event description:
Related manufacturer reference number: 2017865-2023-24302. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing inhibition of pacing, and clavicle crush on the right ventricular (rv) lead. It was also revealed that clavicle crush and leads were stuck together on the atrial (ra) lead. The physician elected to explant and replace both the rv and ra lead. The patient was discharged from the hospital after the procedure.